Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -12.50/+3.5/066 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting and lens rotation. The lens was repositioned and the problem was resolved. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -12.50/+3.5/066 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. On (B)(6) 2019 the lens was repositioned; due to lens rotaion and the reporter states the problem was resolved. On the same day it is also reported that the lens was exchanged for a longer lens due to low vault and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -12.50/+3.5/066 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. On (B)(6) 2019 the lens was repositioned; the reporter states the problem was resolved. On the same day it is also reported that the lens was exchanged for a longer lens due to low vault and the problem was resolved. Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens and residue on the lens. Claim# (B)(4).